Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose of 770 mg/dl. The customer stated that he was sick to his stomach, sweating, very thirsty and dizzy. The customer had previously called to report a problem with the buttons. Due to the button problems, he was unable to continue using the device. Because of this, his blood glucose elevated, and he ended up in the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip and scratched display window was noted during visual inspection.